Event description:
It was reported that the catheter leaked water during catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and the root cause could not be determined. One video of a leaking groshong nxt clearvue was returned for evaluation. An initial visual observation of the video showed the catheter being flushed with saline. A steady stream of fluid was observed coming out of the catheter near the distal end, proximal to the valve. No other details of the apparent damage could be seen in the returned video; therefore, the cause of the leak is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter leaked water during catheter placement. No other information was provided.